Event description:
It was reported that during a stenting treatment procedure a vessel dissection occurred. A left heart catheterization was performed and a 3.5x15mm promus stent was implanted in the proximal left anterior descending artery (lad). At the end of the procedure, it was discovered that a dissection occurred at the proximal and distal end of the stent. A 3.0x12mm promus stent was then deployed at the distal end of first stent followed by a 3.5x8mm promus stent that was deployed at the proximal end of the first stent. It was noted that the dissection still extended beyond the second stent. A 2.50x32mm ion stent was then deployed distal to the 3.0x12mm stent. The dissection was still present distal to the ion stent and a 2.5x15mm promus stent delivery system (sds) was advanced to the lesion. Once the device reached the lesion it was noted it was not long enough to cover the whole dissection; when the physician attempted to withdraw the sds the stent became dislodged in the proximal portion of the vessel. The patient was transferred to the operating room; however, first an attempt was made to advance a balloon through the middle of the dislodged stent. The attempt was successful and the balloon was inflated, deploying the dislodged stent in the proximal lad. The procedure was completed with no additional patient complications reported.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).